Event description:
Pt was revised to address flexion instability. Surgeon did medial release and changed to thicker poly. Poly wear and osteolysis were also reported.

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. Product info required to review the device history records and search the complaint database by mfg lot was not provided. The investigation could not verify or draw any conclusions about the reported event based on insufficient info and the unavailability of the product to examine. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional info be received, the investigation will be re-opened.